Event description:
It was reported that one day post system implant, the right ventricular (rv) and left ventricular (lv) leads were causing diaphragmatic stimulation. During the lead revision, the lv lead retention sleeve was torn when the physician was attempting to retract the lobes. After the lv lead was removed, a clot was visualized within the lobes; the clot may have contributed to the inability to fully retract the lobes. The lv lead was explanted and replaced; the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).